Event description:
On (B)(6) 2009, the pt was implanted with three gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. On (B)(6) 2011, the pt underwent a follow-up computed tomography that revealed a type iii endoleak with minimal aneurysm growth. On (B)(6) 2011, the pt underwent a reintervention where an aortic extender component was implanted to bridge the two devices. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions - according to the gore excluder aaa endoprosthesis instructions for use, the proximal neck angulation needs to be equal to or less than 60 degrees. (B)(4).